Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment was completed. Results: it was reported that the pt underwent two separate surgeries and that the connectors connecting the first surgical construct to the second loosened as noticed by post-op x-ray seven months after the second surgery. Visual inspection: the returned devices evidenced signs of abuse, deformation and damage. Mfg record review: no discrepancies noted. Complaint history analysis: as this issue constitutes and unexpected misuse of our devices a review of similar events is not relevant. Risk assessment: the loosening of the rod to the connectors provoked the revision surgery. Add'l surgery is scheduled. Conclusion: physical examination of the returned product and add'l testing by our team concluded that the most likely root cause is a deviation from the user instructions. The axial connector used was a 6mm-6mm rod to rod axial connector and is not meant to be used with 5.5 mm rods. In addition, the instructions for use clearly state that the components of this xia titanium spinal system should not be used in conjunction with components from any other MFR's spinal system.

Event description:
It was reported that, "pt underwent two separate surgeries. One on (B)(6) 2011 where medtronic legacy 5.5 system was used. The second on (B)(6) 2011 extending the construct using xia 3 and xia 4.5 (stryker implants include xia 3 and xia 4.5 screws, 5.5 and 4.5 vitallium rods, 6.0-6.0 axial connectors and 4.5-6.0 axial connectors.) Dr (B)(6) complains that the connectors connecting the first surgical construct to the 2nd have come loose from the rod. Xrays show the rod disengaged from the connector."